Event description:
It was reported that on (B)(4) 2003 the patient underwent spinal fusion using rhbmp-2/acs and spinal graft tissues at l4-l5 and l5-s1. No other information was provided. At an unknown time post-op, the patient developed unspecified injuries due to the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.